Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's father to attempt pairing with a new transmitter and the g5 application, this was successful. No additional patient or event information is available.